Event description:
It was reported that the patient presented for initial procedure. During implant, it was discovered the left ventricular lead had insulation damage. The physician elected not to use the lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed. A complete lead was received in one piece for analysis. Visual inspection of the lead found a cut on the insulation at the proximal region. The cause of the reported event was isolated to the insulation damage which was consistent with procedural damage.